Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-03556. It was reported the patient underwent surgical intervention due to the patient experiencing only left sided upper extremity coverage and not bilateral coverage. Imaging taken had confirmed the patient's right scs lead had migrated towards the left side. Consequently, the physician removed and replaced the lead. Effective stimulation therapy coverage of the patient's pain pattern was reportedly restored postoperatively.